Event description:
The user facility's biomedical engineer reported the automated impella controller experienced multiple sensor errors. The console was replaced to address the issue. No patient was involved.

Manufacturer narrative:
The investigation into the reported issue has been completed. Console was ran on an optical pump for 1 day with no issues. Console case start was attempted with an optical pump several times however the problem experienced in the field was unable to be reproduced. The cause of the placement signal not reliable alarms is undetermined. This report is being filed as part of a retrospective review of historical records.